Event description:
It was reported through a medical professional after the patient had a follow-up visit that the patient's increase in seizures was below pre-vns baseline. The patient was never seizure free, so the seizures were not completely unexpected by the physicians. Diagnostic results were performed on the vns device and all results were acceptable.

Manufacturer narrative:
.

Event description:
It was reported that a patient was having an increase in seizure activity. A battery life calculation was performed, which estimated 7.5 years remaining battery life. Attempts for further information were unsuccessful to date.